Event description:
Head falls off - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b io toothbrush head fell off of the oral-b io10 toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.